Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the device removed from the vessel? Another device was used to clip on the vessel beside the complaint device, and then the vessel was cut off with the device. Were the device jaws eventually able to be opened? No information. Was there any vessel damage as a result of the event? There was a minor bleeding due to the event. Another clip device was used to stop the bleeding. Device analysis: the analysis results found that the (B)(4) device was received with no damage in the external components and 2 conforming clips and 1 partially formed clip and 1 unformed clip inside a plastic bag. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. The device was disassembled; in order to evaluate the condition of the internal components and the ratchet pawl was found to be damaged, which suggests that the lockout mechanism was fired through and the feedbar was found to be damaged which may cause the feeding issues. No conclusion could be reached as to what may have caused the damage in the feedbar. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy, the jaws did not open after the third firing and could not be removed from the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.